Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 3.5 x 18 mm xience v was used for direct stenting. A 3.5 x 15 mm nc trek balloon catheter was used for post dilatation. The catheter was inflated two times to unknown pressure; however, when removing the catheter, there was resistance in the guiding catheter. Upon removal from the anatomy the proximal end of the balloon was bunched. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information.